Manufacturer narrative:
Sscor reached out to customer to receive additional information. Reporter refused to provide patient information due to patient privacy regulations. Reporter stated that they were transporting a patient from one building to an adjacent building, a few minutes into the call device sn (B)(6)failed. They tried their back up device sn (B)(6) and that device failed as well. They tried two more devices sn (B)(6) and (B)(6) and those devices failed as well. They were able to try a fifth device and cleared the patient's airway, reporter stated that they had purchased (B)(4) back in 2020 and have had issues with the majority of batteries purchased. Sscor requested for reporter to send lot number and pictures of the non-conforming batteries. Pictures and lot numbers confirmed that batteries used in devices were not sscor batteries they were third party batteries. Sscor recommends that batteries be replaced every three years. Contrary to manufacturer recommendations batteries purchased back in 2020 were installed past manufacturers recommendations. Sscor advised reporter that batteries causing device to fail were not sscor batteries and should replace all batteries in their devices as soon as possible to prevent future malfunctions. Sscor has advised reporter to adhere to battery maintenance as instructed per device instructions manual. Sscor recommended reporter they use sscor batteries and a quote for replacement batteries was provided to their purchasing department. At the time of this report order for replacement batteries has not yet been placed.

Event description:
Device had short battery life during patient transport.